Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mmx2.0cmx90cm peripheral cutting balloon and a 4mmx40mmx146cm coyote balloon were selected for use. During the procedure, at first inflation, it was noted that the balloons ruptured at nominal pressure. The balloon was removed without problem from the patient's body and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mmx2.0cmx90cm peripheral cutting balloon and a 4mmx40mmx146cm coyote balloon were selected for use. During the procedure, at first inflation, it was noted that the balloons ruptured at nominal pressure. The balloon was removed without problem from the patient's body and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. Inspection of the remainder of the device presented no other damage or irregularities.